Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: lo (less than 10 mg/dl), 413 mg/dl (inform system 1) and 222 mg/dl (inform system 2) patient was asymptomatic of hypoglycemia when the patient came to the hospital. Patient was admitted for respiratory failure. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. Reference medwatch with a1 patient identifier (B)(6) for the inform system 2.